Manufacturer narrative:
Device is a combination product. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts got flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.